Event description:
Patient reported "a right side indentation in the nipple area and a possible deflation, and implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. Healthcare professional reported later "exchange from textured to smooth due to concern with the product". Device has been explanted and replaced.

Event description:
Patient reported "a right side indentation in the nipple area and a possible deflation, and implant removal from textured to smooth due to the concerns of the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: not observed openings during analysis. Anxiety product/procedure: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Use error: observed. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "a right side indentation in the nipple area and a possible deflation, and implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. Healthcare professional reported later "exchange from textured to smooth due to concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported "a right side indentation in the nipple area and a possible deflation, and implant removal from textured to smooth due to the concerns of the product". The patient later reported that the "date of implantation" was after the expiration date. Healthcare professional reported later "exchange from textured to smooth due to concern with the product". Device remains implanted.